Manufacturer narrative:
(B)(4). Additional information: the analysis results found that the cdh25a device arrived with the anvil missing, otherwise in good visual condition. As the original anvil was not received, further investigation with the original anvil could not be performed. The breakaway washer was not present and there were no staples present. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality with a test anvil; it fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. It should be noted that when removing the device; open the instrument by turning the adjusting knob counterclockwise. For easy removal, only open the instrument one-half to three-fourths revolutions. To assure the anvil is free from tissue, rotate the instrument 90° in both directions. To withdraw the open instrument, gently apply rearward traction while simultaneously rotating. Please reference instructions for use for additional information needed. A batch record review was performed and the batch had no anomalies noted during the manufacturing process.

Event description:
It was reported that during a reversal hartman procedure, the gun was inserted into the rectum and connected to the anvil correctly, but after firing, the gun could not be removed freely. After retrieval of the gun it showed that it had not cut through tissue correctly. Finally released the gun by cutting out and performed a new anastomosis with another device. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. Three attempts were made to obtain additional information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. How was it confirmed that the anvil was free from the tissue prior to removing? Was any portion of the target tissue cut? If the device cut was the cut line fully circumferential around the target tissue? Did the device staple? If the device stapled was the staple line complete? If the device stapled what was the appearance of deployed staples? Was the post-operative care changed based on event?